Manufacturer narrative:
B1: adverse event, b2: life threatening, hospitalization, required intervention, b5.

Event description:
Additional information regarding the event was provided to tandem. Reportedly a malfunction alarm occurred on the pump and led to the customer¿s blood glucose (bg) level rising over 500 mg/dl and the customer was admitted to the hospital with ketones that were identified as dangerous by a healthcare provider. No further details regarding the event or treatment given during hospital admission were provided.

Manufacturer narrative:
B1, b2, b3 reportedly, the malfunction alarm occurred on 10/10/2024 and insulin delivery was resumed on the same day. The adverse event reported in the previous follow up #1 has been reported via MDR 3013756811-2025-11146. Remove: 2364; 4607; 4617 b1, b2, b3. Reportedly, the malfunction alarm occurred on 10/10/2024 and insulin delivery was resumed on the same day. The adverse event reported in the previous follow up #1 has been reported via MDR 3013756811-2025-11146. Remove: 2364; 4607; 4617.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.